Event description:
It was reported, that the camera head had a black screen. The issue occurred, during reprocessing, prior to a diagnostic endoscopic examination. Another device was used to complete the procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following that a cable failure led to the 'black screen' malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.